Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for shock impedance of 125 ohms. The patient was brought into the clinic and the shock impedance measured 111 ohms. The high shock impedance limit was reset. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.